Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, b6, d1, d2, d4, h4, h6.

Event description:
Patient reported left-side capsular contracture baker grade unknown. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Crease folding of implant: obseved creases on the device. Lump/nodule-ndr: not applicable as the event is not related to the device. Additional observations: red particles observed on the surface of the device.

Event description:
Patient reported left side capsular contracture, baker grade unknown. Device has been explanted.

Event description:
The device has been explanted.

Event description:
Patient reported capsular contracture, baker grade unknown. Device remains implanted. This relates to the left side.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.